Event description:
The reporter stated that the "rn noted blood in the b/p transducer. Rn drew arterial blood gas then turned the stopcock to flush the line. When she turned the stopcock, the top of the injector site popped off allowing blood to flow freely. Blood flow immediately stopped." There was no pt injury or treatment associated with this event.

Manufacturer narrative:
One unused sample from the reported lot was received for eval. The returned sample was pressure tested and burst at 278psi, which exceeded its 100psi pressure rating. The customer reported that the actual device from the event was unavailable for testing. The device history was reviewed without any issues noted. Review of the complaint database indicates this is the third reported complaint for this product code in the last 24 months. The two previous complaint were unrelated to this issue. Smiths was unable to confirm the issue or determine a possible cause without the actual product referenced in the report. This issue is being monitored for trend. No add'l action is necessary at this time. Smiths recognizes that this report is not being submitted within the required timeframe. MDR reporting deadline based upon the date, the info was received was may 2, 2007. Smiths continues to be commited to regulatory compliance and will make every effort to ensure that this does not recur.